Event description:
As reported, a 7mm x 80mm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter did not maintain negative pressure during preparation, and after use, the device could not be deflated. The device was retrieved using moderate force through a non-cordis 6f introducer sheath and the procedure was completed after removal of the balloon catheter. There were no reported injuries to the patient. The device was being used for post-dilation within an 8mm x 80mm non-cordis stent which was implanted during this procedure. No damage occurred to the stent as a result of the deflation difficulty with the saber .035 pta balloon catheter. The device was stored and prepared per the instructions for use, with no difficulty removing the protective balloon cover or any sterile packaging components. A 1:1 contrast to saline ratio was used. The device was not put into an acute bend and did not kink at any time during the procedure, and there was no difficulty advancing the saber .035 balloon through the implanted stent. No damage was noted after the device was delivered to the lesion, and the device was successfully inflated to 8¿10 bar. The inflation device was successfully used with other devices during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.